Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise that was able to be reproduced with isometrics. The noise was oversensed but did not lead to any pacing inhibition. Low out of range pacing impedance measurements of less than 200 ohms were also observed. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD remained in service with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted four years later during an upgrade procedure. The ICD was returned for analysis. This report is being filed to submit the analysis results.